Manufacturer narrative:
Device was used for treatment, not diagnosis. Messer, t.m., et al. (2002) thumb metacarpophalangeal joint arthrodesis using the ao 3.0-mm cannulated screw: surgical technique. J hand surg; 27a:910-912. This report is for unknown ao synthes screws/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: messer, t.m., et al. (2002) thumb metacarpophalangeal joint arthrodesis using the ao 3.0-mm cannulated screw: surgical technique. J hand surg; 27a:910-912. Between 1996 and 1999 arthrodesis of the metacarpophalangeal (mp) joint of the thumb was performed on 18 mp joint arthrodeses of the thumb in 15 patients. Fixation methods included k-wires, interosseous wiring, tension-band wiring, external fixation, bioabsorbable pins, compression screws (ao[synthes, paoli, pa] or herbert [zimmer, warsaw, in]), and plate fixation. A retrospective review of these patients revealed that fusion was achieved. Complications included: 1 patient with hyperesthesias on the dorsum of the thumb and two patients requiring hardware removal for pain and tenderness at the screw insertion site. This is report 1 of 1 for com-(B)(4). This report is for unknown number of compression screws and refers to 1 patient with hyperesthesias on the dorsum of the thumb and two patients requiring hardware removal for pain and tenderness at the screw insertion site. A copy of the literature article is being submitted with this medwatch.